Event description:
Subsequent to filing the initial report, analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. Although the separated needle tip was not returned, no adverse patient health impact has been reported. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. Additionally, analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using an 8f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.